Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015-product analysis: the device was returned and evaluated by product analysis on 12/01/2015 with the following findings: review of the pump¿s black box revealed the pump alarmed for a no-cartridge detected on (B)(6) 2015 at 12:58; deliveries were never resumed. The pump¿s total daily dose history was appropriate for the user programmed delivery settings. During the load step, the pump failed to recognize the cartridge; the no-cartridge-detected alarm occurred. A damaged force sensor pin was observed. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient's blood glucose on (B)(6) 2015 was above 486 mg/dl with extreme thirst. It was reported the patient discontinued pump therapy and was treated by a home health/visiting nurse with insulin via injection. The reporter noted the pump's settings were not recently changed. It was reported the pump was priming the infusion set tubing during the load step of the prime sequence. This complaint is being reported because the reported serious injury was attributed to a reported pump malfunction.